Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 564 mg/dl. The blood glucose level at the time of the incident was 355 mg/dl. Customer¿s current blood glucose is 187 mg/dl. The customer reported that the infusion set cannula was bent. The customer treated with the manual injections. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.